Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of a damaged battery was confirmed and duplicated. The assignable cause was depleted main batteries. The main batteries and harness have been replaced. Additional: similar reports have been received for the reported problem. The root cause investigation is in progress through CAPA (B)(4).

Manufacturer narrative:
(B)(4).the device was received by baxter, and the evaluation is currently in progress. A follow-up medwatch report will be submitted when the evaluation results or any additional information becomes available.

Event description:
The facility representative contacted baxter to report a colleague infusion pump in which the device has a damaged battery. There was no patient involvement. There was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available. The user interface module master software version is currently unknown.